Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 215mm, which is within the specifications of 207-227mm per product drawing. The distal extension line outer diameter measured 2.424mm , which is within the specifications of 2.39-2.49mm per product drawing. The distal extension line inner diameter measured 1.7018mm, which is within the specifications of 1.65-1.75mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions for use (IFU), which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed using a lab inventory 10ml syringe. The extension line flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the proximal extension line was secured onto its respective luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested.". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the catheter was placed to the patient on (B)(6). On (B)(6), the luer hub of the distal lumen got detached when the patient's position was changed, in spite that no tension was being applied to the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the catheter was placed to the patient on (B)(6). On (B)(6), the luer hub of the distal lumen got detached when the patient's position was changed, in spite that no tension was being applied to the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported."